Event description:
It was reported that the patient presented with dizziness. Sensing and capture difficulty was noted on ECG. It was indicated that the lead would be replaced; however, no device status confirmation has been received since time of initial reported event.